Event description:
A head and liner exchange was necessary due to patient dislocation. A flat series 2 liner was removed from a 50mm cup along with the locking ring. A 28mm c-taper +7.5 metal head was also removed. A new 50mm constrained liner with a 22mm c-taper +10 head was implanted. This was done to the right hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown series 2 liner for 50mm cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.